Manufacturer narrative:
It was reported that an artery had been accessed with the introducer needle during an angiography procedure. An attempt was made to insert a guidewire but it would not advance. The procedure was stopped, pressure applied to the area and the procedure resumed with another needle and location. The procedure was then completed without further incident. The pt was reported to be doing well. The needle was returned. The opening appeared occluded and was forwarded to bd for investigation and determination of the need for any corrective action.

Event description:
The needle used in an angiography procedure was inserted in an artery and would not allow the guidewire to advance.